Event description:
This case was reported by a lawyer and described the occurrence of zinc toxicity in a female pt who used super poligrip original as a denture adhesive. A physician or other health care professional has not verified this report. In 1992, the pt used super poligrip original at unk dosing. At an unk time after using super poligrip original, the pt experienced zinc toxicity, loss of balance, numbness and tingling in feet/hands/arms/back, leg and feet pain, and nerve damage. Super poligrip original was discontinued in (B)(6) 2010. At the time of reporting, the events were unresolved. According to the legal complaint, the pt experienced "zinc toxicity and extensive nerve damage, resulting in loss of balance, numbness and tingling in feet, hands, arms and back and severe pain in legs." The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future." Medical records rec'd (B)(4) 2011: on (B)(6) 2007, the pt was seen by a neurologist to evaluate an unsteady gait, numbness, and paresthesia in both feet. This began about (B)(6) months prior, but had not progressed until about two weeks prior when they spread like "wild fire" to both arms and legs. The pt would drop objects, her handwriting was "squiggly," and both legs felt weak. The neurologist felt this was indicative of guillain-barre syndrome. Emg was suggestive of lumbar radiculopathy, and spinal tap was normal. At f/u on (B)(6) 2007, "the pt's symptoms" and she was noted to have abnormal proprioception and paresthesia. The neurologist felt this was indicative of myelopathy and ordered further testing including copper levels. At neurology visit on (B)(6) 2010, it was noted that the pt's symptoms had been going on for about five years. The symptoms continued to progressively worsen at this visit, and the pt stated she had given up on neurology and was working with her primary care physician. In (B)(6) 2010, she had seen something on television about denture adhesive leading to high levels of zinc and thought the symptoms described were similar to her own. She asked her physician to check her zinc level, which was found to be elevated. The pt had used dentures for ten years, and the upper plate became cracked and broken seven years prior and had not fit well since. She had been using extra denture adhesive to keep it in place, applying the adhesive 10 to 15 times daily. The pt would apply about six inches of product per application and stated a tube would last her about two to three days. The adhesive she was using was no longer available, and the pt was using a zinc-free formula. The neurologist noted that the pt's copper level was also high, which contrasted other case reports of pt's with high zinc levels. At f/u on (B)(6) 2010, the pt's symptoms were worsening with increased falling. This case was now considered medically serious by gsk. Super poligrip original denture adhesive cream is manufactured in (B)(4). The lot number and product were not available. (B)(4).